Event description:
Procedure: gynecology; according to the reporter: the device was fitted in 2007; in five months later, a vaginal erosion was detected; re-operation for removal of part of the device.